Manufacturer narrative:
Approximate age of device ¿ 3 years 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient present to clinic with intermittent pump stoppages. Log file analysis completed by the manufacturer¿s technical services representative confirmed pump stoppages. On (B)(6) 2018, it was reported that the pump has stopped completely and has since been disconnected. On (B)(6) 2018, it was reported that the patient remains in the hospital, stable without vad support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Review of the submitted system controller log file confirmed the reported pump stoppages; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Analysis of the submitted log file captured pump stop events on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 while the patient was supported by the power module and battery support. These events also showed corresponding elevations in pump power. Based on past experience, the pump stoppages that occurred while the patient was supported by the power module and battery support could be indicative of driveline damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.